Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: call service alarm 0064-0001 with high force occurring due to occlusion was noted I the black box data. On investigation, the pump powered on normally. Rewind, load and prime steps were successfully completed. The pump was exercised without any call service alarms occurring. Investigation did not duplicate the complaint.